Event description:
It was reported that the analyzer received no signal on the ventricular channel during a case. The company representative used another programmer and analyzer. Follow up indicated that the programmer worked fine without any analyzer in it. It was indicated that it would be returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).